Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system has the following problem: "open port error - shut down restarted ok, but gets error some start up. Laser shuts give chiller 1 error, water flow, temp, out gass temp all correct. System might run 10 minutes or 40 minutes then shut down wait restart works."